Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
Related manufacturer reference number:1627487-2022-03434. It was reported that the patient did not charge their ipgs as recommended and the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein both ipgs were explanted and replaced to address the issue.

Manufacturer narrative:
The reported event for inoperable ipg was not confirmed. Visual inspection of the returned ipg did not reveal any anomalies that would contribute to the complaint. The ipg was functionally tested and passed all testing. The ipg charged normally with lab equipment.